Event description:
It was reported that a patient met with a manufacturer representative one week prior to the report and post-operatively, the patient reported that the device was not holding a charge compared to the previous device. It was noted that the patient was charging more than expected and with the old device she was charging every 2 weeks but now she needed to charge every 4.5 days. It was reported that impedances were fine and ranged from 887 ohms to 1123 ohms. The reporter stated that the patient was on group a but that had been deleted ¿a while ago¿ and there was a ¿7 ohms¿ with no electrodes programmed and it said ¿na¿ on programs. It was unclear what the ¿7 ohms¿ referred to. It was reported that the patient was using group b and program 1 was 2 negative, 4 positive, 10 positive, 12 negative at 3.7 volts, 450 pulse width, and 60 hertz with an impedance of 720 ohms. Program 2 was 0 positive, 2 negative at 0 volts, 450 pulse width, and 60 hertz with no impedance as it was programmed at 0 volts. It was noted that the recharging interval was reviewed to be 15.01 days. It was later reported that there was no change and the patient had an appointment on (B)(6) 2014 for evaluation of the implantable ne urostimulator (ins) and recharging unit to try and determine possible cause for frequent recharging. It was later reported by the manufacturer representative that the device was not holding a charge for more than one week. It was noted that electrode impedances tested at normal values. This was described as 957-1211 ohms. It was also noted that reference electrodes with low and high readings. This was described as 2: electrode 10: 734ohms, electrode 3: 841ohm and electrode 7: 1021ohms; 3: electrode 13: 829 ohms and electrode 7: 1076 ohms; 4: electrode 12: 726 ohms and electrode 7 and 8: 1063 ohms; 10: electrode 2: 734 ohms and electrode 7: 1091 ohms; 11: electrode 3: 672 ohms and electrode 7: 1034 ohms; 12: electrode 13: 725 ohms and electrode 1: 1034 ohms. It was noted that the patient was on group b but it had not been turned on and was currently off. The group b settings were: 1) 0+2- 0v/ 450pw/60hz. 1000 ohms 0.515ma; and 2) 2-4+10+12- 3.7v/450pw/60hz. 342ohms 10.194ma. It was noted that group a was used 100% of the time. The group a settings were: 1) 2.0v/450pw/55hz. 217 ohms 8.261ma. 2+ 3+ 4+ 10-11-12-; 2) 2.0v/450pw/55hz. 219ohms 8.189ma. 2-3-4- 10+11+12+; 3) 2v/330pw/55hz. 14+15- 754 ohms 2.614ma; and 4) 2v/450pw/55hz. 0+2- 960ohms 2.046ma. The recharge interval calculation was reviewed and based upon the current settings, the recharge interval was 6.20 days. During the five prior recharge sessions, the patient had an average coupling of between six and eight; the average antenna temp was between 34.6 and 35.9 degrees and the duration was between 43 and 180 minutes. It was later reported by the patient that they expressed a concern about recharging intervals. The patient stated that their old implantable neurostimulator (ins) used to hold the charge for longer than two weeks. The new one did not last as long. The patient would charge on sunday and by wednesday the battery was half-full and two days later it died. The patient stated that the manufacturer representative had been amazing and the patient had met with the manufacturer representative on (B)(6) 2014. The patient stated that the manufacturer representative performed recharge statistics. The manufacturer representative explained to the patient that the patient was using four electrodes, was using more electrodes and therefore the battery would be used faster. The patient also stated that the manufacturer representative tried to reprogram the patient (B)(6) 2014, so that they could get longer recharge intervals. The patient expressed dissatisfaction and stated that they should have more than a week of charge. It was reviewed that the patient previously had a different model of ins. It was reviewed that recharge interval depends upon settings and how much the ins was used. The patient stated that they used the ins ¿all the time.¿ the patient verbalized understanding and said they guessed ¿it is what it is¿ but the patient thought it was ¿bizarre¿ that the new ins with the newer technology was not made to have the charge last longer. The patient was redirected to the healthcare professional (hcp). It was later reported that the manufacturer representative met with the patient (B)(6) 2014 and was on the phone with technical services. It was noted that they determined when the patient switched models of ins the recharge intervals were more frequent. Therefore, the patient needed to recharge sooner than before. It was noted that the patient understood and was fine with it.

Manufacturer narrative:
Product ID: 377760, lot# n0033912, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0033912, implanted: (B)(6) 2005, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient sustained personal injuries and damages regarding a ¿faulty battery contained in the eight lead spinal cord stimulator.¿ the patient was presently still undergoing medical treatment. No outcome was reported. However, follow-up was not possible at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an implantable neurostimulator (ins) replacement (B)(6) 2014 and the caller was told that the patient's current model ins did not hold a charge for as long as their previous model. It was noted that the patient had to charge more often now than with the older device. The caller stated that the patient had to charge every two to three days. The caller also stated on certain days when the patient charged completely full the patient would shortly notice that the patient programmer showed 75% full. The caller stated that the patient let the battery go down to 25% and then recharged. The caller stated that the recharge stats show the following on the clinician programmer: (B)(6) - charged to 100%; (B)(6) - charged to 100%; (B)(6) - charged to 75%; (B)(6) - charged to 100%. A recharge interval estimate was performed with four programs using the following settings: 2.1 v, 450 pulsewidth, 3 anodes, 3 cathodes, 223 ohms and 8.47 ma, 55 rate 2.1v, 450 pulsewidth, 3 anodes, 3 catodes, 225 ohms, 55 rate; 2.1 v, 300 pulsewidth, 1 anode, 1 cathode, 783 ohms, 55 rate and; 2.1v, 450 pulsewidth, 1 anode, 1 cathode, 996 ohms, 55 rate. The estimated recharge interval at bol was 6.12 days and at eol was 5.10 days. It was noted that all impedances were under 1,000 ohms.